Event description:
It was reported that, "product mislabeled, box did not match the contents. Box said "use with accolade stem sizes #6 and #7, and said size large od 14mm." The spacer did not fit on a #6 hip stem, it was too small, rep thinks it is a medium, not a large."

Manufacturer narrative:
Additional information has been requested and if available, will be submitted in the supplemental report.